Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as the comment was made in 2022, but the exact date was not disclosed regarding the incident. Implant date: estimated as (B)(6) 2020 as it was noted that the procedure occurred approximately two years prior to the comment relating to the events reported.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately two years post implant, the patient experienced two cva events. No further complications were reported and no further information is available at this time.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately two years post implant, the patient experienced two cva events. No further complications were reported and no further information is available at this time. It was further noted that a watchman 2.5 laa closure device was implanted. It was further reported that the patient was placed on eliquis following these events.

Manufacturer narrative:
A3: sex - updated. B2: outcomes attrib to adv event - updated to account for medication. B3: date of event - estimated as 01jan2022 as the comment was made in 2022, but the exact date was not disclosed regarding the incident. B5: describe event or problem- updated. H6: impact codes- updated after note of medication used.

Manufacturer narrative:
B7: other relevant history - updated to include information regarding the physician who performed the tee imaging after the first stroke for the patient.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately two years post implant, the patient experienced two cva events. No further complications were reported and no further information is available at this time.

Manufacturer narrative:
B3: date of event - estimated as 01jan2022 as the comment was made in 2022, but the exact date was not disclosed regarding the incident. B5: describe event or problem- updated. D1: brand name - updated from watchman flx delivery system to watchman delivery system based on the date of the procedure.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately two years post implant, the patient experienced two cva events. No further complications were reported and no further information is available at this time. It was further noted that a watchman 2.5 laa closure device was implanted.